Event description:
Reporter indicated that approximately 5 minutes after a vns pt swiped the vns magnet across her device to initiate vns stimulation, the pt lost her vision for approximately 60-90 seconds. The event has occurred multiple times. The neurologist sent the pt to the ER for a CT scan. Nothing has been found, and the pt has been sent home. The neurologist is unsure if the vision loss event is related to vns therapy. Good faith attempts to obtain additional info have been unsuccessful to date.